Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00028. It was reported the patient's peripheral leads had migrated and surgical intervention was taken to explant the leads. New leads were implanted with patient receiving adequate therapy post-operatively.